Manufacturer narrative:
The revision reported was likely the result of prosthesis wear, which was confirmed by the images provided. The wear coincided with potential joint instability regarding the femoral component per the attached radiographs, but the sequence of events as related to the reported wear cannot be confirmed. Additionally, these devices appear to have been implanted for over ten years prior to the reported event, so it is unlikely that there are manufacturing related contributions to the event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation. D10: logic tibia fin tray cem sz 2f/2t (cat# 02-012-39-2020 / serial# (B)(6)). Three peg patella 35mm (cat# 200-02-35 / serial# (B)(6)).

Event description:
As reported, approximately 12.5 years post initial right tka, the 61 y/o male patient complained of pain. The patient had a revision due to loose femur and recalled poly. Patient was revised to exactech devices. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images and x-rays received. The devices are not available for evaluation due to recall hospital will not release.

Manufacturer narrative:
Concomitant products: logic tibia ps mod insrt sz 2 11mm (cat# 02-012-35-2011 / serial# (B)(6). Additional information, including the product investigation, will be submitted within 30 days of receipt.